Manufacturer narrative:
The event occurred in (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 305 mg/dl, 243 mg/dl, 29 mg/dl, 88 mg/dl, 24 mg/dl, and 121 mg/dl. Low blood glucose symptoms were reported with these results. Customer consumed jam and sugar between reported results. No adverse event related to the device was reported. Requested return of suspect device, however test strips have been discarded.